Manufacturer narrative:
Patient gender and weight not available for reporting. Date of device breakage is not known. This report is for an unknown pfna nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2015 complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date reported as 2015 (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail antirotation (pfna) on unknown date in 2015 for a fracture management. On unknown date it was determined the pfna nail broke in the distal locking hole. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the nail, removing the distal portion of the pfna through the knee.concomitant devices reported: pfna blade (part number unknown, lot number unknown, quantity 1), locking bolt (part number unknown, lot number unknown, quantity 1), end cap (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Updated information; date returned to manufacturer; subject device has been received and a manufacturing investigation action was performed. The report indicates: the pfna nail is broken on the position of the distal hole. The cross section of the broken surface shows no irregularities. It is likely that the pfna - nail (area of distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role as well. A DHR review was performed for the affected work order 9413810/lot 9294419, no abnormalities or deviations, neither ncs were detected, which could lead to the complaint failure. As relevant for the complaint condition; nail broken, the following features; outer diameter (10mm) as well as the inner diameter (4.4mm) were identified and measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The distal hole, where the nail is broken, could not be measured. During the manufacturing, the dimension of the hole was checked with a go/no go gage and they have fulfilled its specification). No manufacturing error found. Product was manufactured per its specifications. Besides, during the manufacturing process, the lot (lot 9294419) was inspected through the inspection sheet and have meet its specifications. The raw material certificates were checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article was reviewed and no manufacturing issue could be found. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. As no product fault could be detected, no further action is required. Concomitant devices: there is no indication that any of the listed concomitant device (pfna blade, locking bolt and end cap) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore, only a visual inspection on these devices will be performed. The pfna blade and locking bolt shows that the devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. It is likely that this can be traced during removal or a possible instability of the fracture situation. UDI:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: concomitant devices added to complaint. Concomitant medical products: 1x locking bolt, 259.340/ 8543337, 1x pfna blade, 02.027.035s/ 9252812, 1x end cap, 273.150/ 5932041.

Manufacturer narrative:
Device history records review was conducted on: 272.265s / 9294419: manufacturing location: bettlach; manufacturing date: 19. Dec. 2014 expiry date: 01. Dec. 2024; no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery took place on (B)(6) 2017.